Event description:
Description of event according to study: wce-1713: zenith alpha thoracic post market retrospective study: synopsis: a periprosthetic leak was noted 1455 days post-procedure. On (B)(6) 2022, the patient underwent a staged procedure in the overall treatment of aortic disease: ¿bentall organic with full stock.¿ on (B)(6) 2022, the 58-year-old male patient was treated for fusiform thoracic aortic aneurysm with placement of a zta-p-40-167 and a zta-p-38-217, starting in zone 3. The patient is noted as not hemodynamically stable prior to the procedure, but the procedure is noted as routine. Procedure imaging revealed patent study devices, no endoleaks, and no device issues. On (B)(6) 2023, the 6-month follow-up computed tomography (CT) revealed patent study devices, no thrombus, no device issues, and no endoleaks. The patient experienced unrelated adverse event (ae) on (B)(6) 2023 (kidney cyst). On (B)(6) 2023 ae (cholesterol crystal embolism). On (B)(6) 2024 ae (paraplegia-related bladder issue). On (B)(6) 2024 ae (hematuria/bladder distention). On (B)(6) 2024, the 2-year follow-up CT revealed no device issues and no endoleaks (patency data not completed). On (B)(6) 2026, the patient experienced a minor periprosthetic leak. No treatment has been provided. The event did not lead to a serious deterioration in health. It has been queried at which zta the leak was noted. Patient outcome: the periprosthetic leak is noted as ongoing; it has not led to a serious deterioration in health. No secondary interventions have been entered.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.